Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2011 and subsequently expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR numbers: 1225714-2013-00803, 1225714-2013-00804, 1225714-2013-00805.